Manufacturer narrative:
A steris service technician arrived onsite to inspect the sterilizer and found that the heat exchanger required replacement and the drain piping connected to the unit required repair. The technician replaced the heat exchanger, repaired the drain piping, ran a test cycle, and confirmed the unit to be operating according to specifications. The unit was manufactured in 2013 and is under steris service agreement for maintenance activities. No additional issues have been noted.

Event description:
The user facility reported that the amsco 400 sterilizer was leaking water onto the floor. No report of injury, procedure delay, or cancellation.